Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device. In this case, a 21mm valve was explanted after an implant duration of approximately 1-1/2 months due to aortic regurgitation (ar). On (B)(6) 2012, the 21mm mitral valve was implanted. On (B)(6) 2012, the valve was explanted due to aortic regurgitation and another 21mm was implanted as a replacement. The hospital commented that this explant was not device related. No additional information was provided.

Manufacturer narrative:
Method: device not returned. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. The device will not be returned for evaluation because it was discarded by the hospital. Echo report was requested but will not be provided. No follow up doctor or surgeon contact information has been provided by the hospital. No additional information will be provided by the health care provider. Conclusion: there are many factors that could result in the need to explant and replace a valve, the most common of which is regurgitation. These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, or procedure factors. It is typically not related to product malfunction. Although there are multiple root causes, valves are typically explanted because they are not functioning optimally. Without return of the device for evaluation or additional information from the surgeon, we are unable to investigate into the root cause for this event.